Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and determined that the speaker malfunctioned and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was speaker. The customer was provided a replacement speaker to resolve the issue.

Event description:
The biomed reported the device has a blue error, loudspeaker fault. It is unknown if the device had audible sound. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A philips remote service engineer (rse) assisted the biomed, a speaker assembly was ordered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone # (B)(6).